Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 boxes of the bd ultra-fine¿ ii insulin syringe information was not clear. The following was received from the initital reporter: for the rest boxes (2 boxes), the information is not clear.

Manufacturer narrative:
H6: investigation summary : no samples were returned therefore the investigation was performed based on the photos provided. The customer provided seven photos of the 30gx8mm bd ultra fine shelf cartons. The customer reported out of fifteen boxes, thirteen were deformed and torn and the other two boxes the information is not clear. The photos were examined and exhibited damaged shelf cartons (torn and crushed). Also, the lot number, expiration date and manufacturer date printing are illegible. A review of the device history record was completed for batch# 2346745. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photos received, embecta was able to confirm the customer¿s indicated failure of (package printing defect).

Event description:
It was reported that 2 boxes of the bd ultra-fine¿ ii insulin syringe information was not clear. The following was received from the initial reporter: for the rest boxes (2 boxes), the information is not clear.